Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign materials were found in the nozzle. Olympus could not identify the foreign material from the provided information and could not specify the cause of the foreign material that remained in the device. Therefore, a definitive root cause cannot be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. ¿IFU states the detection method in cf-xz1200l/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-xz1200l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation the colonovideoscope exhibited a foreign object in the nozzle. There were no reports of patient harm or patient involvement.